Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and infection (unknown onset).

Event description:
Patient reported right side breast feels "firm and looks abnormal due to capsular contracture," (translates to baker grade iii). No indication treatment or surgical reoperation has occurred. Patient additionally reported "had a bad infection years ago and antibiotic did not clear it up" and patient wanted to "verify if her device was part of the recall". Device remains implanted.